Manufacturer narrative:
Supplemental submitted to provide results of evaluation. Upon evaluation, it appeared that the power cord was damaged from either the tension of getting caught in the siderail and it being moved, or from being placed under the fowler when it was lowered. The power cord was replaced, and proper routing of the cord was discussed with the customer. Additionally, it was reported when the caregiver grabbed the power cord, it shocked him slightly and caused discomfort only, but caused no serious harm.

Event description:
It was reported that a customer inspector was allegedly shocked due to grabbing a torn power cord. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that a customer inspector was allegedly shocked due to grabbing a torn power cord. No adverse consequence or clinically relevant delay in treatment was reported.